Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation. One electronic picture was submitted for review. The photo shows the device outside of any packaging and the balloon portion is noted to be bloody. The device is noted to be coiled and inside of a yellow bag. Based on the photo review, no conclusions can be made regarding the alleged failure modes. The definitive root cause for the reported asymmetrical inflation and retraction problem could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2022), g3 h11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty on forearm via radial artery, the pta balloon allegedly inflated asymmetrically. It was further reported that balloon allegedly had retraction problem. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during an angioplasty on forearm via radial artery, the pta balloon allegedly inflated asymmetrically. It was further reported that balloon allegedly had retraction problem. There was no reported patient injury.